Event description:
Procedure in progress was a right anterior cruciate ligament and medial meniscus tear repair. During insertion of arthrex guidewire for cannulated screw, popliteal artery was perforated. Surgical repair made, outcome deemed "unchanged".